Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support was damaged. The customer¿s blood glucose level was 328 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, compromised force sensor system test, excessive no delivery test and occlusion test. Drive support cap was inspected and no anomaly was noted.